Manufacturer narrative:
Additional information was received confirming that the impella cp (sn 651997) is not associated with any customer allegations. Therefore, no complaint exists for this device. This event is not reportable to the FDA and no further MDR submissions are anticipated under this MFR report number. H6 clinical codes, impact codes, and med dev problem codes updated to reflect no product problem nor adverse event.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinician narrative an impella cp was utilized in a 44-year-old female who presented with acute myocardial infarction complicated by cardiogenic shock (ami-cgs), scai stage d. Past medical history was not provided. The patient required inotropic and vasopressor support, mechanical ventilation for respiratory failure, and extracorporeal membrane oxygenation (ECMO) due to the severity of her hemodynamic compromise. Right femoral arterial access was obtained. The left main (lm) coronary artery was treated with coronary angioplasty, ptca, and stent placement. The complaint states that the case changed from continuation of therapy to patient complication; however, it was reported that the event did not result in patient harm. A planned escalation from impella cp to impella 5.5 was attempted; however, advancement of the 5.5 device was unsuccessful due to small vessel diameter. As a result, the 5.5 could not be advanced and an impella cp was implanted instead. The patient experienced device revision/replacement and transient hemodynamic instability related to failure to advance the larger device. Given the patient¿s critical presentation with ami-cgs, scai stage d shock, need for ECMO, vasopressors, inotropes, and ventilatory support, episodes of hemodynamic instability are consistent with the underlying cardiogenic shock state and high-risk coronary intervention. Inability to advance the impella 5.5 due to vessel size is a recognized anatomical limitation and not unexpected in certain patients. The reported events appear consistent with patient anatomy and the severity of cardiogenic shock requiring mechanical circulatory support. The patient survived.

Manufacturer narrative:
B5: updated with additional information.

Event description:
Additional information. The following information was received: was implanted in the setting of a myocardial infarction with cardiogenic shock (ami/cgs) in (B)(6) hospital. The patient was then transferred to (B)(6) hospital for additional extracorporeal membrane oxygenation (ECMO) support.